Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure using a small-bore artery (= 8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was used but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. The material separation found in product return is not related to the procedure. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the corrective and preventive actions (CAPA) database for the prostyle device was performed and revealed no related complaint assessment capas. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.